Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump was no longer vibrating. The reporter noted that all of the alerts were set to vibration. The reporter also alleged that when they replaced the battery in the pump, it vibrated again for a short period of time before stopping. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump was returned to animas on 09/26/2013; however, it has not been assessed by product analysis at the time of this report. No conclusions can be made at this time.